Manufacturer narrative:
Arjo was informed about a patient fall from a bed when laying on the auto logic mattress (arjo product) and hr900 hill rom bed (non-arjo product). There was no health consequences to the patient as a result of this incident. According to information reported by the customer, the bed safety side rails were lowered at time of the event. Following the information presented by the customer representative in the voluntary report sent to ansm (fr authoryty), submitted on (B)(6) 2019 ¿recommendations specifying the need to always raise the barriers [safety side rails] when an air mattress is used have been issued in the facility, they have not been followed.¿ placement of the safety side rails could have prevented the patient fall. In conclusion, the arjo auto logic system (both mattress and pump) was used while the event occurred, therefore it played role in the event. There was no allegation of arjo device malfunction. We report this event due to allegation of patient fall, which may lead to serious health consequences.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported to arjo that a patient fell from a right side of bed fixed with a auto logic system. Customer reported that the safety side of the bed was lowered. No injury was sustained.